Event description:
The nurse attempted to prime IV tubing with fluid to be administered to patient. The chamber filled, but tubing would not prime. There were multiple air and fluid bubbles throughout the tubing. There was no use error identified.